Event description:
At about 12 days after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and bipolar head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 may 2023. Lot 2113048: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 2026-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: bipolar head 25060.2846 bipolar head ø28x46 (k091967) lot 2116123: (B)(4) items manufactured and released on 03-march-2022. Expiration date: 2027-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.